Event description:
Forty-month old device returned to MFR for analysis. Pt's symptoms indicated that pt required higher doses of baclofen and still was not getting adequate coverage of symptoms. The pt is brain injured and often does not complain when there is a reason to complain. In mid march the pt required 1200mcg of baclofen per day and still was not getting coverage of the spasticity. Pt had 2 weeks of "generalized shaking" which was unrelieved. Surgery was performed to replace the pump and the procedure was well tolerated. The dose of baclofen required post explant with the new pump functioning was only 750mcg per day and the spasticity is controlled. The wound healed and the pt is doing much better.